Event description:
A malfunction was reported by the caller regarding the pump, triggered by malfunction code 15, which did not lead to the customer's blood glucose level exceeding 500 mg/dl (27.7 mmol/l). Customer opted to continue using the current pump as a backup therapy while awaiting a replacement. Technical support confirmed the shipping details and instructed the caller on managing the pump. A replacement pump with updated software was sent, and guidance on returning the faulty pump was provided and acknowledged by the caller.